Event description:
Information was received from a patient who was receiving bupivacaine (6.678 mg/day) and dilaudid (1.0017 mg/day) via an implantable pump for spinal pain. It was reported that the patient had been having a hard time finding a healthcare provider (hcp) to fill the pump since they moved and the pump was currently empty since (B)(6) 2022 so they had been going through "severe withdrawals". They had found a hcp but they were awaiting the magnetic resonance imaging (MRI) results from their previous hcp. The patient was wondering how to see on the personal therapy manager (ptm) what medications are in the pump. They were able to connect to the pump and navigate to therapy details. They confirmed the alert was showing "pump empty." Patient services provided hcp references.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 patltr (con) additional information was received that the patient tried to find a pain doctor that took their insurance with no luck. The issue was not resolved. They had to change insurance to find a doctor and were waiting for the doctor's office to call with an appointment. (B)(6) 2022 rtg0282913 follow up (con) additional information was received that the patient found a new doctor in wichita and they were waiting for the print out of the medication and information but the doctor had not sent it yet. They had been out of medication since (B)(6) march and had gone through the withdrawals and was just trying to help so they could get the pump refilled. They patient was redirected to follow up with their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient finally found a doctor who was willing to fill their pump but needed to know the medication that was in the pump. The patient was able to connect to their pump using their personal therapy manager (ptm) handset to confirm dilaudid and bupivacaine were listed as the infusion drugs.